Manufacturer narrative:
Concomitant products: product ID 8840, serial# unknown, product type programmer, physician; product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
It was reported that they were reducing the pump to minimum rate because the patient had edema in her legs and she was having "trouble breathing". The device system was delivering morphine. It was later reported that the patient outcome was 'no injury.'